Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump kept on beeping with a frozen display. The customer's blood glucose level was unknown at the time of the incident. Customer reported the time clock does not advance. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. No frozen screen or display anomaly noted during testing. (B)(4).